Event description:
It was reported that the device gives flange sensor not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the pump was in good condition with no apparent contamination. During start up, the reported problem was verified. The root cause of the reported issue was found to be there was contamination on the optocoupler and ear clip. Replaced optocoupler and ear clip. (UDI) is unknown. No product information has been provided to date.